Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred and the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after completion of a transcarotid artery revascularization (tcar) procedure, a symptomatic patient experiencing right-sided extremity weakness pre-procedure, experienced right-sided aphasia and a gaze problem (additional symptoms) post-procedure with no noted intervention. At this time, it is unknown if the reported patient outcome is related to the patient's preexisting condition or a silk road medical device failure, hence, the event will be reported out of abundance of caution.